Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. No moisture damage was noted on the motor, battery tube or vibrator assembly. However, moisture damage was noted to the keypad during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported that the customer's insulin pump had a blank display, due to moisture damage. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No further information was provided.